Manufacturer narrative:
Additional information received on 13 april 2017 and includes: the pathogen is not available. Batch reviews performed on 24 april 2017. Lot 161450: (B)(4) items manufactured and released on 06 april 2016. Expiration date: 2021-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/d, code 01.32.3241hct, lot. 165674 (k103721), (B)(4) items manufactured and released on 21 october 2016. Expiration date: 2021-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available.